Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and injury ("injury"). The patient was treated with surgery (to remove the essure implant). Essure was removed in march 2012. At the time of the report, the pelvic pain and injury outcome was unknown. The reporter considered injury and pelvic pain to be related to essure. The reporter commented: discrepancy noted: insertion dates on (B)(6) 2012. Most recent follow-up information incorporated above includes: on (B)(6) 2018: summons received: new event injury nos and reporter were added. Implant date of essure updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis type 1") and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, dysmenorrhoea, adenomyosis, endometriosis and pelvic adhesions outcome was unknown and the pelvic pain, genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, adenomyosis, device dislocation, dysmenorrhoea, endometriosis, genital haemorrhage, pelvic adhesions and pelvic pain to be related to essure. The reporter commented: discrepancy noted: insertion dates (B)(6) 2012. Removal date : salpingectomy (bilateral) (as per ppf discrepancy noted) received treatment for pelvic pain,abdominal, dysmenorrhea (cramping), migration, adenomyosis, endometriosis type 1, pelvic adhesions : yes. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporter added. Event injury were updated to abdominal pain, dysmenorrhea (cramping), general abnormal bleeding, migration, adenomyosis, endometriosis type 1, essure confirmation test(s) conducted, specify : no. Outcome of the event : pain, bleeding were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.